Manufacturer narrative:
Strip lot used with first device: 358a, 1/31/08.

Event description:
Caller reports that patient 1 tested 5.3 inr on device and 5.3 inr on a second device while a comparison lab returned as 3.7 inr. Caller states that a different patient tested 5.1 inr on device the first device and 5.0 inr on the second device while a comparison lab returned as 3.8 inr. Caller states that both patients' coumadin was held for a day, however no adverse event reported. Requested return of suspect device and replacement was sent.